Manufacturer narrative:
A preliminary investigation was conducted that included review of the device history records (DHR), 24-month trend analysis, and product risk documentation. The investigation found no evidence of association between this tss event and the identified product. Additional investigations are still being conducted as part of CAPA (B)(4).

Event description:
On 16-feb-2021, a spontaneous report was received from a consumer regarding a (B)(6)year-old female who was using playtex sport compact (unscented) tampons (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as a "long-time user of the product"), the patient started use of playtex sport compact (unscented) tampons; at the beginning of her period, she used super absorbency tampons and then changed to regular absorbency tampons half way through. On (B)(6) 2021, the patient began her menses, bleeding heavily, and started use of the product at one tampon every half hour. During the middle of the night on (B)(6) 2021, after use of the product, the patient had a fever of 104, uncontrollable body shivering, aches/pains, vomiting, and diarrhea. At one point, the patient also passed out. On (B)(6) 2021, the patient was taken by ambulance to the hospital and admitted to the ER (emergency room). She was diagnosed with tss (toxic shock syndrome) and sepsis and was transferred to the ICU (intensive care unit). She received unknown IV (intravenous) antibiotics and numerous unspecified blood tests, ekgs (electrocardiograms), and an MRI (magnetic resonance imaging) were performed (results not provided). On (B)(6) 2021, after being hospitalized for 5 days, the patient was discharged on an unknown oral antibiotic and had a visiting home nurse come to her home. As of (B)(6) 2021, the outcomes of tss and sepsis were considered improved as the patient "was feeling better". She was still very weak and felt it was taking a long time to get her energy back. The patient had a follow-up appointment with her internist for blood work scheduled for that day. She also had an appointment planned with her gynecologist later that week (date not provided). No additional information was provided.